Manufacturer narrative:
On july 2, 2021, mentor received additional information indicating that the patient also experienced bilateral breast implant pain around (B)(6) 2020. In addition, the implants were also discarded. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4). This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On (B)(6) 2022, mentor became aware that the patient's capsular contracture were actually baker grade ii on the left and baker grade iii on the right. On (B)(6) 2022, mentor also became aware that during the explantation surgery on (B)(6) 2021, the patient also underwent bilateral total capsulectomy and fat transfers to the breasts. On march 13, 2022, an analysis of the suspect medical device's photo was completed: during the visual evaluation of the image provided, some bubbles were observed in the gel. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient, who's undergone breast augmentation revision with two 320cc mentor memorygel breast implants, suffered bilateral breast capsular contractures (baker grade IV), post-procedure. As a result, the patient underwent bilateral removal, without replacements, on (B)(6) 2021. Upon removal of the implants, bubbles were found. This medwatch form is for the left breast prosthesis.